Manufacturer narrative:
(B)(4)

Event description:
It was reported that one day post implant the left ventricular lead exhibited high capture thresholds, a micro dislodgement was suspected. The device was reprogrammed. The patient was well during and after the event. The patient would continue to be monitored.